Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electromechanical interference noise. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.